Event description:
Pt. Reports, that when her pacemaker was removed, she lost her sight, developed kidney failure and a blood disease due to the wires in the pacemaker. Pt states, that she sees a doctor for her blood disorder. Pacemaker has been replaced but pt needs a walker to get around because of shortness of breath.